Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly the connector pin. The full helix extension length was measured to be within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.

Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that the right atrial (ra) lead had dislodged and exhibited failure to capture. Dislodgement was confirmed via chest x-ray. The lead was explanted. There were no patient consequences and patient was discharged.